Event description:
The customer reported via phone call that the insulin pump had multiple motor errors. The customer states there were no significant event leading to the alarms. Troubleshooting was performed and the insulin was able rewind. The customer's blood glucose level was 147 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump passed displacement test, rewind test, basic occlusion test and prime/a33 test, the unit was received stuck in motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Also leaking motor oil, minor scratches on display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker were noted.